Event description:
Patient expired a month after stent implantation. The cause of death was cardioplumonary arrest and questionable secondary causes listed were myocardial infarction or pulmonary emboli. The patient's admitting diagnosis at the time for the repeat procedure was cardio-respiratory arrest with an acute coronary syndrome. Patient's index procedure was in an elective setting. Pre-procedure medication included aspirin and plavix. The target lesion was the right coronary artery (rca). The lesion length was 50 mm and the vessel diameter is 4.3mm. The site was pre-dilated prior to stent implantation. The lesion was located in a native and tortuous vessel. It was de novo and eccentric lesion. Two cypher stents were placed overlapping. The inflation pressure used to deploy the stent was 12 atm. The stent to vessel sizing was 1:1. Ivus was not done.